Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat cancer, trouble swallowing, and hoarseness in the patient's voice. The patient alleged waking up with a metal taste in the mouth after use of the device. The patient also stated the reservoir of the device "ran dry" after 6 hours of use. The patient alleges to have experienced pain in the throat described as a sore throat. Medical intervention was described as the patient visited the veterans affairs medical center and was diagnosed with throat cancer. The patient received 28 days of radiation therapy and medication for the dry throat. The patient reported a current condition of "hoarseness in throat" and still receiving cancer treatment. The patient reported the method used to clean the device and supplies was unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.